Event description:
The customer reported to olympus, that the image does not appear on the camera head. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a flickering/intermittent image that is due to a bad cable. Other findings include: the chassis rear cover is worn out with no model number; there is a stain/rust inside the charged coupled device; a cable that was repaired by a third party. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, it is likely that a faulty cable led to the malfunction. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. During processing of this complaint, attempts were made to obtain complete reporter information. Olympus will continue to monitor field performance for this device.